Event description:
It was reported, that a patient experienced a pericardial effusion. During a procedure, a faradrive steerable sheath clear was selected for use. After transeptal access was obtained, the faradrive was inserted and a large effusion was noted, by the physician. The procedure had to be cancelled, due to this event. And the patient was admitted to further observation. A pericardiocentesis was performed to solve the event. The patient has been discharged from the hospital. The device will not be returned for laboratory analysis.

Manufacturer narrative:
It was indicated, that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.